Event description:
Information received that the right siderail was not staying up. No injury reported.

Manufacturer narrative:
Technician found the right siderail was not latching up. Found latch was missing screw and nut, preventing the rail from latching. Replaced the latch screw and nut to resolve the issue.